Event description:
It was reported that the patient received inappropriate shocks due to a fractured ventricular lead. Records indicate that a new lead was implanted and the chronic lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.